Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+3.5/075 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2020 the lens was explanted due to low vault. There is reportedly no plan to replace the lens. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned with moisture in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4)